Event description:
It was reported to philips that the device's ac power module making high pitched humming noise when connected to the ac power. There was no patient involvement.

Event description:
It was reported to philips that the device's ac power module making high pitched humming noise when connected to the ac power. There was no patient involvement.